Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the device was missing screws out of box. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the hand piece including scuffs. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The device is missing the fine adjustment cams and set screws therefore the flush test with the master blade, serial number (B)(4), could not be performed. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was then tested with the customer's hose and the motor operated within motor speed specifications. The customer's hose was difficult to attach to the device. Functional tests: repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the thickness lever, reciprocating arm, missing set screws, missing fine adjustment cams, bearings, seal and retaining ring, motor, poppet assembly and ¿o¿ ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero thickness setting. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device was missing screws out of box. Additional information was received on (B)(6) 2016 stating that the event occurred during surgery on (B)(6) 2016. The surgery time was extended 15-20 minutes and the surgery was completed with an alternate device. There was a report of harm, injury or adverse event to patient as the blade took a deep gash out of the harvest site and the affected graft harvest site required sutures. An additional graft harvest was obtained from a second harvest site using the backup dermatome.

Manufacturer narrative:
The device history record (DHR) review of the air dermatome noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Additionally (B)(4) fine adjustment cams and corresponding set screws were included in the material requisitions of the DHR. Given that there were (B)(4) devices included in the DHR, it can be deduced that each device had (B)(4) adjustment cams and set screws. The air dermatome also passed calibration which would not have been possible if the adjustment cams were not properly installed. The customer's reported event of the screws was confirmed as during the initial evaluation it was noted that the device was missing the fine adjustment cams and the set screws that hold them into place. The root cause cannot be specifically determined however given the DHR review it can be reasonably assumed that the dermatome left zimmer control as a conforming device with (B)(4) set screws and (B)(4) fine adjustment cams. Speculatively, the set screws could have been slightly loose upon being shipped and fallen out during transit or they could have fallen out during cleaning prior to the initial kit inspection. It should be noted that per the instructions for use the device should be inspected for smooth operation and damage prior to use. Should either be noted, the device should not be used and sent back to zimmer (B)(4) surgical for repair.